Event description:
Pt contacted dexcom technical support on (B)(6) 2011, to report that she had experienced a hypoglycemic episode and had lost consciousness. Paramedics were called. They measured pt's bg at approx 20 mg/dl while her cgm was reading approx 50 mg/dl. Paramedics administered IV and grape juice to pt. During her call to dexcom technical support pt reports she was feeling fine.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.